Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 to replace competitor¿s ipg with an abbott¿s ipg. However, the competitor¿s extensions were not compatible with the abbott¿s adaptors. The physician abandoned the procedure without implanting any abbott's product. Two adaptors of same lot numbers were used during the procedure.